Event description:
A customer contacted beckman coulter, inc (bci) regarding erroneously elevated accu tni results which were generated by the access 2 immunoassay system for 2 pt samples. A pt sample was tested for accu tni and results in the range of 4.99 ng/ml 9.77 ng/ml were obtained (see b6). This sample was retested on a different instrument in the customer lab and gave results of 0.255 ng/ml and 0.252 ng/ml. A sample was drawn from another pt and gave results in the range of 0.00 ng/ml 30.40 ng/ml when tested for accu tni (see b6). When tested on a different instrument in the customer lab, this pt sample gave results of 0.008 ng/ml and 0.010 ng/ml. The initial accu tni result for both the pts' samples was given as "no value." The elevated values were reported outside of the lab and later amended. There have been no reports of injury, death or change to pt treatment attributed to or connected with this event.

Manufacturer narrative:
Qc performed prior to and following the event resulted within the customer's established range. Samples were collected in bd lithium heparin tubes and centrifuged at 3500rpm for 8 mins using a swing bucket rotor. Per tube manufacturer insert, the recommended centrifuge time is 10 mins. The customer obtained flags for both pt samples indicating that an obstruction had been detected upon initial load onto the system. The system was giving indication of instrument issues which required further troubleshooting via fatal flags and event log warnings. A field service engineer (fse) was dispatched to the customer lab in 2007: the fse observed that the wash buffer tubing was pinched which caused air to be present in the fluidics line. The fse opened the instrument's cover and visibly observed the air bubbles in the line, which was showed to the customer. The fse educated the customer in proper sample handling. Upon follow up, the customer mentioned that they needed to improve the pre-analytical process and also said that they already implemented a 10 min centrifuge time. Although hardware and pre-analytical issues were addressed, a clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.